Event description:
The customer received a blood glucose reading of 200mg/dl from the breeze2 meter, re-tested on a contour meter and received 100mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are not expected to be returned for evaluation. New meter was sent to the customer.